Event description:
A 3.5mm diameter x 18mm length ave gfx stent was inserted and placed across the target lesion in the left anterior descending artery. Upon attempt to inflate stent delivery system to 9 atm., the balloon did not expand. Another attempt was made to inflate the balloon to 15 atm. And the balloon still would not inflate. The target lesion was treated with another ave gfx stent, successfully. There was no add'l clinical sequelae reported relative to the event.